Manufacturer narrative:
(H3) the revision reported was likely due to malignment of the femoral and tibial components, more specifically rotational mismatch between the femoral and tibial components as well as a shift in the frontal plane of the femoral component relative to the tibial components, which allowed for uneven pressure distribution of the femoral component on the tibial insert and resulted in severe polyethylene wear. However, this cannot be confirmed as the device was not provided for evaluation and pre-revision x-rays were unable to be obtained. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, sales rep is currently in a revision knee case from (B)(6) 2014 and called and requested the expiration date for item# 204-24-09 sn# (B)(4) since the poly looks bad. The surgeon did a poly exchange of a revision knee that was done in 2014. He said the poly was severely damaged. A new poly was implanted, and x-ray taken. The range of motion (rom), alignment, and stability was good per the surgeon. Patient did well and was last known to be is stable condition. No other information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.